Event description:
Customer reportedly received the following results: mobile system - 10:48 pm: 425 mg/dl within 10 minutes/aviva system: 146 mg/dl. Mobile 315 mg/dl - 10:50 and aviva 156 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however the aviva system was not returned.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva system (lot number 491847, expiration date 12/31/2014). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the mobile system. Device was not returned.